Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar autoa-flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. Additionally, the service technician also noted an error code e055(err_therapy_queue_full), e066(err_stuck_encoder_b), e063(err_stuck_knob_key), e065(err_stuck_encoder_a) and found contamination from dust. The device was scrapped by the service center after the evaluation was completed.